Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: a review of the pump black box data revealed no activity related to the complaint and no abnormal battery voltages. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places with evidence of moisture ingress inside. During testing, the current draws measured within specifications, and no overheating was duplicated. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.